Event description:
Boston scientific received information that ventricular fibrillation was induced after ventricular back-up pacing. This implantable cardioverter defibrillator (ICD) was programmed so that rhythmiq was on. A pace occurred after the pvc due to the timing of vvi back-up pacing. This caused ventricular fibrillation (vf), for which the device delivered therapy appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.